Manufacturer narrative:
Correction information. B4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. H4:device manufacture date. Evaluation summary: requested the customer to return the device, the customer informed pentax on 17-jan-2024 that they would not return the endoscope. The problem is intermittent and does not seem to be design related, but rather is impacted by the challenging environmental conditions in british columbia (insufficient colon prep and lipid rich contaminants) during colonoscopy. Site specific issues such as water quality are potentially a contributing factor. Improper reprocessing potentially caused image defects due to mucus adhesion during use. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 04-feb-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 04-feb-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The endoscope had a smudged and blocked vision on lens-stream of water that is suppose to come out of water feeding channel was weak/not able to clear debris; any visual disturbance has potential for missing pathology." "Loaner scope pilot colonoscope- smudge to left side of lens during colonoscopy; potential for missed pathology" "blurry image all over lens from scope pilot colonoscope; potential to miss pathology when this happens" "smudge to lens- a line from 2-7 o clock; potential for missed pathology" "blurriness to right lower quadrant on lens; potential for missed pathology" "blurriness to lens during colonoscopy; from 7-9 o clock position. Unable to assess the rest of colon accurately; unable to assess for pathology/potential for perforation" "blurriness to lens during colonoscopy; unable to assess colon for pathology/potential for perforation of colon". This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.